Event description:
It was reported during a follow up an increase in capture threshold and decrease in r-wave sensing were observed. The lead was replaced. All measurements were normal after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.